Event description:
During an ablation a farawave was selected for use. The physician tested the catheter prior to inserting and using it. There was difficulties getting the wire out of the catheter after a few pulses. An attempt to bring it back into the catheter and spin it around but was then unable to push it back out. The wire was replaced, but the issue persist. The catheter was replaced to complete the procedure. No patient complications were reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.